Event description:
It was reported that during the greenfield 12 fr ss vena cava filter implant procedure, the filter legs did not open upon deployment. Following filter deployment, a 4 fr catheter was inserted through a 12 fr sheath in an attempt untangle the filter legs. After approximately 30 minutes all except two filter legs were untangled and anchored to the vessel. No pt injuries or complications were reported.